Event description:
It was reported that the patient presented in clinic for a right ventricular (rv) and right atrial (ra) lead revision procedure on 09 may 2024 due to discomfort felt from phrenic nerve stimulation. It was noted that there was no capture on the rv or ra leads. A chest x-ray confirmed both the rv and ra lead were dislodged, and the physician alleged the dislodgment to be due to twiddles syndrome. Additionally, it was noted that the patient suffered a minor arrhythmia. The rv and ra leads were successfully repositioned. The patient was stable throughout the procedure.

Event description:
Additional information indicated that the arrhythmia initially reported was the indication for implant for the patient's system, and not a symptom the patient suffered as a consequence of the issues noted on the right ventricular (rv) and right atrial (ra).